Manufacturer narrative:
Fsca number: (B)(4). One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During the afl ablation procedure, after connecting the catheter, an error message appeared which stated "contact force catheter is intended for single use". All connections were checked, the tactisys was rebooted, and the catheter was replaced, but the issue persisted. The procedure was completed without the use of contact force and with no adverse patient consequences.